Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 6 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 320440 batch no: 9259105. It was reported that bag of syringes missing scale markings. Verbatim: pharmacy called on behalf of consumer to report, he found one bag of syringes missing scale markings. Pharmacist replaced the box. Consumer did not use any of the syringes. Pharmacist is returning entire box to lab.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2020. H.6. Investigation: customer returned five (5) 31gx8mm, 0.3ml bd insulin syringes from an open polybag from lot 9259105. Consumer reported that he found one bag of syringes missing scale markings. All five returned syringes were examined and it was observed that all five were missing varying scale markings. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause for the blank barrels was not enough ink coming out of the ink nozzle. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 320440 batch no: 9259105. It was reported that bag of syringes missing scale markings. Verbatim: pharmacy called on behalf of consumer to report, he found one bag of syringes missing scale markings. Pharmacist replaced the box. Consumer did not use any of the syringes. Pharmacist is returning entire box to lab.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 320440, batch no: 9259105. It was reported that bag of syringes missing scale markings. Verbatim: pharmacy called on behalf of consumer to report, he found one bag of syringes missing scale markings. Pharmacist replaced the box. Consumer did not use any of the syringes. Pharmacist is returning entire box to lab.